Event description:
Customer reported the system is arcing. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and the high voltage tank and snubber pcb. System is operating as intended.